Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced discomfort at the ipg site due to the ipg being tilted. It was also reported the patient experienced redness at the ipg site. Cultures were taken and the results came back negative. Regardless, the patient underwent surgical intervention on (B)(6) 2016, where the ipg pocket site was relocated/revised. Surgical intervention resolved the reported issue.